Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were sticking and required several presses to elicit a response which on one occasion caused a cancelled bolus. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump on a belt and cleans the pump with damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1: (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact without peeling or visible damage. All of the keypad buttons had intermittent response requiring multiple presses to evoke a response. None of the keypad buttons had normal spring back or click. The keypad cover was removed to investigate and revealed contamination under the contacts of all buttons.